Event description:
It was reported that the unit fails self test. Self test runs 7 times on power up. Customer thinks there is a button stuck. No pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. The investigation could not duplicate the error by mechanical testing of the device, but the device's log confirmed that a single "button stuck" (result code 519) error occurred (this dome switch/button is laminated into a switch panel). The complaint of failing self test could not be duplicated. The device's log indicates all self tests performed passed. A secondary finding, was that the ir (infrared) port (result 1009), utilized for software and device log downloads was generating noise. The switch panel was replaced as a preventative action and the ir port was replaced to resolve the noise issue. Once repaired, the device passed release testing and was returned to the customer.